Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was subsequently explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode, due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that shortly after implant, the device exhibited backup operation. After a software download, normal function resumed. On (B)(6) 2013 the device exhibited backup operation. The device remained implanted.